Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle is insufficient due to elongation of the angle wire, angle lever did not operate smoothly due to damage to operation part, curved rubber scratches, curved rubber adhesive missing, angle fixing part of the operation part loose, scratches on grip, scratches on right/left plate, switch 1 scratched, video connector scratched, light guide connector scratched, scratches on surface of the light guide cover glass, scratches on video connector case and label on the video connector is peeled off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an endoeye flex deflectable videoscope for exhibiting no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of video connector or the system. Olympus will continue to monitor field performance for this device.